Event description:
The customer reported the ventilator went vent inop, and the blower was not turning on in the ventilator. Vent inop, when in use, will stop providing ventilatory support to the pt. The ventilator was not in use on a pt at the time of the reported problem.